Event description:
(B) (4). It was reported that during a percutaneous coronary intervention (pci) a dissection occurred. The target lesion was located in the distal right coronary artery (rca). The target reference vessel diameter was 3.5mm and the lesion length was 12mm with 90% stenosis. The target lesion was treated with pre-dilatation with a maverick xl balloon and placement of a 3.5 x 16mm study stent with 0% residual stenosis. A type b dissection occurred in the target vessel during balloon pre-dilation. Patient was discharged on aspirin 81mg and clopidogrel 75mg. No additional information provided.

Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.